Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received stuck button alert. The customer blood glucose level was unknown. It was also reported that customer declined troubleshooting for insulin pump button alert. The customer reported that case added some pressure to the insulin pump buttons. The insulin pump will not be returned for analysis.